Event description:
It was reported that resistance was met while advancing the stent delivery system through the vessel. While attempting to dotter the catheter across the lesion, the system froze. Upon removal of the device, the stent was missing. Reportedly, the pt is in stable condition.